Event description:
It was reported the patient¿s device did not work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v484486, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3037 serial# (B)(4), product type: programmer, patient. (B)(4).